Event description:
Caller reported compact plus blood glucose results of 123 mg/dl, 257 mg/dl, and 152 mg/dl, within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.